Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade ii. Device has been explanted.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade ii. Device has been explanted.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: broken shell, part of the shell is missing, underweight. A microscopic analysis was performed which identified sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identified the thickness within specification, stress mark, and a striated edge opening. Based on the device analysis the final assessment is: a sharp edge broken with non-penetrating nicks assessed as surgical impact, non-penetrating nicks, missing shell assessed as inconclusive, a striated edge broken on posterior side assessed as surgical damage."additional, changed, and/or corrected data: d.9, h.3, h.6.